Event description:
It was reported that revision surgery is scheduled to be performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, exposure to metal debris, tissue damage and necrosis reported.